Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audio alert and an adverse event. At 6:00am the patient missed an audio alert on the receiver and passed out. The patient's husband called 911 because he was unable to wake the patient up. When the emergency medical technician's (emt) arrived, they checked the patient's blood glucose (bg) meter reading and the value was 28 mg/dl. The emts administered the patient with intravenous (IV) glucose therapy. The patient regained consciousness at 6:30am. It was indicated that the patient was not taken to the hospital. At the time of contact, the patient was in stable condition. No additional patient or event information is available. The receiver was received for evaluation. An exterior visual inspection was performed, and the inspection passed. The receiver was charged and rebooted. A review of the downloaded data log did not observe any errors related to the customer complaint. Functional testing was performed, and the tests passed. A manual try it test was performed and the test passed. The receiver was opened for further evaluation. An internal visual inspection was performed, and the inspection passed. An intermittent speaker audio and resistance test was performed, and the tests passed. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.